Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right ventricular (rv) lead exhibited a high superior vena cava (svc) coil impedance and the right ventricular (rv) lead coil impedance appeared to be rising. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead had an apparent pace/sense fracture. The lead was programmed off. Subsequently, the lead was capped and replaced with a competitor product. No patient complications have been reported as a result of this event.